Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 154mg/dl at the time of the incident. It was reported that the display did not return even after inserting new battery and restarting the pump. The customer was advised to remove battery form insulin pump for 2 hours and call back if the issue persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device functioning properly.